Event description:
The customer reported the insulin pump making her reset the time and date at every battery change. Customer stated the insulin pump also did not record any insulin being in the insulin pump's reservoir. Customer stated there were a121 (unexpected restart) and a117 (external ram error) alarms in the insulin pump's history during troubleshooting with the helpline. It was advised that the insulin pump would have to be replaced. The customer's reported blood glucose value was 301 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.